Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted concurrently with anterior repair with kelly plication and posterior repair.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat cystocele and rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced urinary/bowel problems, dyspareunia, neuromuscular problems. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced vaginal bleeding.